Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the replacement ilet pump experienced internal cartridge leakage, resulting in wasted insulin, pump contamination, and hyperglycemia, and troubleshooting and education were completed with no device alerts. Symptoms included elevated blood glucose. Outcomes included temporary medical assistance by a school nurse and use of backup therapy. Investigation included complaint history review, user interview, and verification of the cartridge replacement process. Investigation of this case revealed user-reported internal leakage consistent with a cartridge or pump interface leak and no evidence of an alarm response. It was concluded that hyperglycemia occurred due to interrupted insulin delivery from device leakage and that the device function did not provide an alert in this scenario. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.